Event description:
It was reported that the customer was hospitalized on (B)(6) 2009 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 1300mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer stated that they are a brittle diabetic. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).